Event description:
It was reported that while on a patient, the ventilator generated an technical alarm indicating an open safety valve. The ventilator stopped working. There was no patient injury reported. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).